Event description:
An unk pt was admitted for coronary stenting of a lesion in the proximal rca. The vessel did not appear calcified. The cypher select + 3.00x23mm was advanced to the target site without difficulty and no additional force was applied to the device while crossing the lesion. Dr implanted the cypher stent in the proximal rca. The stent was deployed, however, the balloon burst at 10 atm. The case was successfully completed, and pt remained stable throughout the procedure.

Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt.